Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 5 months after the dental implant and bridge were placed in ada site 3 in the mouth, the implant did not achieve integration. The implant was placed immediately after extraction. No infection reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reports that 5 months after the dental implant and bridge were placed in ada site 3 in the mouth, the implant did not achieve integration. The implant was placed immediately after extraction. No infection reported. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).